Event description:
A malfunction alarm, identified by code malf 12, was reported with no preceding notable events. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any further issues arose, which the customer acknowledged and understood.